Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon burst occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous proximal right coronary artery (rca). The physician deployed a 4.00x20mm liberte bare metal stent. A 3.0x15mm quantum maverick balloon was to be used to post dilate the stent, but it burst at 10atm on 1st inflation. No patient complications were reported. Patient status reported as "no problem".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Without a returned device, it was not possible to confirm the reported event, and inspect the device for possible root causes. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event and determine the exact cause. Because there is no evidence of specification non-conformances related to the complaint device, the most probable root cause is considered operational context.